Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal vip device was received for product evaluation. The returned components were then subjected to visual analysis were it was noted that the hemostatic sheath and the arteriotomy locator were properly mated. There were no gross visual anomalies noted. To further analyze the devices, the hemostatic sheath and arteriotomy locator were disconnected and the hub of the arteriotomy locator was analyzed under microscopy. There was noted flash at the hub/ tubing junction of the arteriotomy locator. The flash was estimated to be approximately 0.1mm 2 using the tappi charts, which was within the acceptable flash limits of 0.015" or 0.381mm per drawing 23135 rev. P. The molded number on the hub was noted to be 10. The cylinder where the hemostatic sheath sits when the two components are mated the distal ridge appeared to have been flattened to a point where there was no distinction between the distal ridge and the indentation where the hemostatic sheath hub would sit. The hemostatic sheath was then analyzed for any anomalies. No anomalies were found. For functional testing, the arteriotomy locator was then inserted in the hemostatic sheath. When the two components were completely mated, only a tactile was felt. There was no audible click heard. There was also limited resistance to the dislodgement of the arteriotomy locator. The blood inlet holes were properly aligned. Based on the evaluation performed the complaint could be confirmed. However, there is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The user facility reported a similar event. See MDR 3013394970-2017-00386. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angioseal did not click. It was reported that patient did ok. It was reported that the procedure outcome was successful.